Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty component on the interface board. The insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected off no power alarm, battery out limit alarm, low battery alarm, bad battery alarm noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer checked the alarm history and has received multiple batteries out limit alarms when batteries are out of the pump for less than one minute. Customer was advised to insert new battery and the pump alarm battery out limit. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan and treat.